Manufacturer narrative:
Approximate age of device - 4 years, 9 months. The device was returned, evaluation is not complete.no further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The evaluation of the returned device did not reveal any device related issues. The pump was returned with the percutaneous lead cut approximately 1.5 inches from the pump housing and the severed portion of the percutaneous lead was not returned. The inflow conduit and outflow graft were returned and secured to their respective pump ports. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A correlation between the device and the reported driveline infection could not be determined. The instructions for use lists driveline infection as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was explanted due to a driveline infection. The patient was implanted with another manufacturer''s device. No additional information was provided.